Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug intraperitoneally (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage. No additional information is available as the reporter declined to provide additional information.